Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue.the components inside the table's hydraulic system wore over time and contributed particulate matter to the hydraulic system, which may have impacted the function of internal valves. The hydraulic fluid in the table was flushed and filtered. In addition, the trendelenberg cylinder and associated check valve were replaced and the table was drift tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2021, the customer reported that the ort200 table drifted in thetrendelenberg position.there was no patient involvement.